Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. The field service engineer was informed that the customer were going to repair the ventilator themselves. No on-site service was performed. No further information is available. The incompletely described problem can have various causes. During ventilation, alarms will be generated if set limits are exceeded or if a technical error occurs. The complaint will be closed due to lack of information.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).